Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the home patient (hp) stated the pole fell and the supply bag disconnected during therapy. There was no alarm. The technical service representative (tsr) advised the hp to end therapy and start over or perform continuous ambulatory peritoneal dialysis (capd). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue during use, where the home patient stated the pole fell and the supply bag disconnected during therapy. This complaint is confirmed, based on the customer report. The cause was determined to be the supply bag fell and became disconnected. Baxter recommends placing the solution bags on a flat, stable surface to prevent falling bags, which can result in a disconnect or leak. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.